Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran calcium precision testing, which was within expected range. The cse checked aliquot drain, tubing and connections. The cse ran mix and omix service methods, which were low for sample probe 3 (s3) mixer . The cse replaced s3 mixer and drain. The cse ran auto align procedure and ran quick check, which passed. The cse reran mix methods on s3, which were within specification. The customer ran quality controls (qc). The cause of the discordant, falsely depressed calcium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The initial result flagged a delta check, indicating the result did not match with results previously obtained for the patient. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.